Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant the right ventricular (rv) lead exhibited intermittent capture at max output. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.